Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, the pulse generator exhibited loss of output after being subjected to electrocautery. The patient was asymptomatic. The device was explanted and replaced. The patient¿s condition was stable post procedure.